Event description:
As reported, following a cesarean delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The patient had undergone a cesarean section and had intraoperative bleeding of 800ml treated with 2-units of suspended red blood cells + 200ml of plain frozen plasma after which the complaint device was placed by hand through the incision [transabdominally]. An ultrasound confirmed that the balloon was in place. Subsequently, the patient was found to have blood flowing out of the vagina. Examination revealed that the balloon had leaked and dislodged from the patient's vagina. Cumulative blood loss at this point was 1450ml. Another 2 units of red blood cells (rbc's) plus 200ml of plain frozen plasma (ffp), and 12 units of cold precipitation was given with immediate sub-ergometrine inotropic injection to strengthen uterine contractions. The patient was sent to the delivery room, and another balloon was placed in the uterine cavity in order to stop the bleeding by compression. Hemostasis was achieved with a total blood loss of 1600ml.the complaint device was discarded by the nurse. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A5-ethnicity= (B)(6), e1-customer phone number= (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: as reported, following a cesarean delivery, a bakri tamponade balloon catheter was used for treatment of postpartum hemorrhage (pph). The patient had undergone a cesarean section and had intraoperative bleeding of 800ml treated with 2-units of suspended red blood cells + 200ml of plain frozen plasma after which the complaint device was placed by hand through the incision [transabdominally]. An ultrasound confirmed that the balloon was in place. Subsequently, the patient was found to have blood flowing out of the vagina. Examination revealed that the balloon had leaked and dislodged from the patient's vagina. Cumulative blood loss at this point was 1450ml. Another 2 units of red blood cells (rbcs) plus 200ml of plain frozen plasma (ffp), and 12 units of cryoprecipitate was given with immediate sub-ergometrine inotropic injection was administered to enhance uterine tone. The patient was sent to the delivery room, where a second balloon was placed in the uterine cavity to achieve hemostasis via tamponade. Hemostasis was achieved with a total blood loss of 1600ml and the final hemostasis was successful. The complaint device was discarded by the nurse. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was discarded and could not be returned for evaluation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows one other complaint similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.